Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter, the device¿s catheter, which was already expired (B)(6), was implanted/inserted into the patient. The patient was given prophylaxis antibiotics. The catheter was kept in place and the patient remains in observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s catheter, which was already expired ((B)(6) 2017), was implanted/inserted into the patient. The patient was given prophylaxis antibiotics. The catheter was kept in place and the patient remains in observation.